Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in two clearlink secondary sets at the start of infusion. The drug being infused was meropenum with normal saline. The infusions were being run with pumps at 100ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.